Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was bent. Within 3 or more hours of abdomen insertion customer noticed symptoms. At the time of issue blood glucose was around 300mg/dl. Additionally, location site was regularly rotated and the infusion set was used for 20-30 hours. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.